Event description:
During the lap appy surgery, the disposable megadyne hook #0020 tip began to peel away while being used on the pt. Search for particles showed no foreign object left in pt. The item was taken off the sterile field.